Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is complete. This even occurred in another country.

Event description:
Allegedly pt reviewed in january due to pain and swelling. Clinically presenting as "overstuffing", so head revised to 16mm x 1.5 head.